Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the distal end presents an open lumen. An inflation/deflation test was performed using a syringe. A 7 cc of air was applied to the cuff and it was observed after few hours the cuff deflated, the sample was submerged into a container filled with water and it was observed the tube leaked through its distal end. It was reported that cuff will not inflate. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
We received a communication that while in use on a patient, an air leak from the tip of the cuff was noticed. The customer indicated that recannulation of a replacement tube was required.